Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suturecut needle driver instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that a large suturecut needle driver instrument had a broken cable and no fragment fell into the patient. Intuitive surgical, inc. (Isi) contacted the customer but was not able to gather any additional information.

Manufacturer narrative:
The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the distal end on the grip hub. For clarification, some bundles or filaments of the cable were frayed but the cable was not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.